Event description:
The account noticed a reproducibility problem with the axsym analyzer and several assays, ca125, toxo g, toxo m and hbsag. For example, one pt tested axsym ca125 = 3.37 u/ml but repeated axsym ca125 = 8.97 u/ml. The pt was previously known to test ca125 = 8 (no units of measurement provided). Service was requested for the axsym analyzer. No impact to pt management was reported.

Manufacturer narrative:
To troubleshoot the problem on the axsym analyzer, solution 1 and 3 volume checks were performed and were within specifications. The meia lamp was replaced and the meia optics were calibrated. The matrix cell carousel was cleaned. A precision run of axsym ca125 medium controls yielded a % cv of 4.9%. The axsym analyzer was functioning with specifications. The most likely cause was a meia lamp failure. A review of the complaint history for abbott axsym (ln07a83-85) was performed for the time period of four months in 2008. No trends were identified. The abbott axsym system operations manual volume-269-2949/r5-march 1999 on pages (r3/r5) 10-261 and (r4/r5) 10-259 under the section troubleshooting and diagnostics section 10 observed problems: meia test results to probable cause(s): meia optical assembly malfunction. Corrective action: perform an meia verification. If the verification fails, lamp replacement is listed under possible corrective actions. This is a final report.